Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 3387s-40, lot# v552238, implanted: (B)(6) 2011, product type: lead. Product ID: 3387s-40, lot# v640250, implanted: (B)(6) 2011, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension.

Event description:
Information was received regarding a patient implanted for parkinsons dual and movement disorders. It was reported that the recharger was not charging. The reporter stated that the connector pin went in to the recharger, but did not make a good connection and the patient had to "wiggle it around." The desktop charger's connector pin was loose and because the recharger was not charging from the wall, it did not charge the implantable neurostimulator (ins). The patient was at (B)(4) and could not get any higher. He told the reporter about the problem the wednesday night prior to the report. The patient was very tired and weak, and the symptoms started about the same time as the recharging problem started. The reporter thought the recharging problem was causing the symptoms. Upon return of the desktop charger, analysis found the cable assembly connector pins broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.